Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported that during an endovascular aortic aneurysm repair, a coda lp balloon catheter (coda-2-9.0-35-120-32, lot 10208002) ruptured inside a patient intraoperatively during balloon inflation in the aorta during its second inflation. The balloon was reported to be inflated as intended based on the region's protocol and the IFU. A 1:3 contrast to saline mixture was used and the syringe was filled to 40 ml; however, the rupture occurred at less than 40 ml. Vascular access was gained through the groin. There were no reported adverse effects to the patient and a new balloon catheter was opened to complete the procedure. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as an interview of personnel and a visual inspection of the returned device, were conducted during the investigation. One used coda balloon was returned to cook for evaluation. Upon visual inspection, biomatter was noted throughout the device. The balloon appears to have ruptured based on a circumferential tear near the proximal balloon bond. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (10208002) revealed no recorded non-conformances related to the failure mode. A database search found no other events associated with the device lot. Cook has concluded that there is no evidence of non-conforming product existing either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU), t_codalp_rev3, was reviewed for the complaint device and includes the following information: the intended use of the device is for temporary occlusion of large vessels, or to expand vascular prostheses. The maximum volume for the coda-2-9.0-35-120-32 balloon catheter is 30 cc (ml). Exceeding this maximum inflation volume is warned against. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive root cause for this event was unable to be established. It is possible that the balloon was inflated past its maximum inflation volume, but without additional information, this could not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon ruptured as it was being inflated inside of a patient during an endovascular aortic aneurysm repair procedure. The balloon reportedly ruptured intraoperatively inside the patient's aorta. Prior to rupturing, the surgeon had already inflated and deflated the balloon inside of the patient. The patient's groin was the access site for the device. A 50 ml syringe filled with 10 ml of visipaque and 30 ml of saline was used to inflate the balloon (though not all 40 mls were used). Following the incident, the patient received an extra 10 ml of visipaque. A new device was used to complete the procedure. No adverse effects to the patient have been reported.